Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated their device wasn't "firing right". It was noted the implantable pulse generator (ipg) was operating as programmed. The device remains in use. No patient complications have been reported as a result of this event.